Event description:
It was reported that during preparation for surgery by the technician, the luer-lock and cannula detached from the syringe during priming. There was no patient contact.

Manufacturer narrative:
The device has been returned to bausch + lomb and is currently under evaluation. A supplemental report will be submitted upon completion of the investigation.